Manufacturer narrative:
Based upon the information obtained from merge healthcare's internal investigation, a software defect was identified in merge lis versions 4.1.4 and 4.1.5 for drug results that include a greater-than (>) or less-than (<) symbol. No issue was identified with the reporting of the actual result but with the flagging associated with a specific result value. Both the final report and summary of findings (sof) report are affected by improper flagging. This defect only affects laboratories whose drug result values include a greater-than (>) or less-than (<) symbol. This issue will be corrected in the upcoming release of merge lis v. 4.1.6.

Event description:
Merge lis is a complete system for ordering, managing, and reporting a patient's laboratory work, from the time of order entry to the time the laboratory results are reported. On (B)(6) 2016, the customer reported a result inconsistency between the final report and summary of findings (sof) report. On the final report, a drug result above the linearity limit of the instrument (>50000) was recorded; however, improper flagging occurred and the qualitative result of "positive" did not display on the final report. In addition, this drug did not correctly display on the sof report. There is no indication that the issue, reported by the customer, resulted in a death or serious injury. Inconsistent lab results reported or associated with a patient could lead to an incorrect diagnostic evaluation resulting in an unnecessary procedure or inappropriate treatment. (B)(4).

Manufacturer narrative:
The software defect causing incorrect flagging on a drug result value that includes a greater-than or less-than symbol was corrected in merge lis software version 4.1.5 patch 1 released june 29, 2016. Revised information contained in this supplement report includes the following: indication that this is a follow-up report. If follow-up, what type: indication that the follow-up type is additional information.